Event description:
Dealer states that the chair is slowing down. The batteries are testing at a good load. Unit failed on patient , usage in private home , usage for 5.5 years. Replace battery wiring harness.